Event description:
A report was received that the patient was experiencing severe discomfort due to being very petite which causes shifting of the ipg location. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.